Event description:
Allergan received a report that a female patient was treated on (B)(6) 2016 and an unknown date in 2018 with coolsculpting to the bilateral upper abdomen, mid abdomen, and lower abdomen. Following treatment in 2016, the treated areas became visibly enlarged. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the upper abdomen and lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2016 and an unknown date in 2018 with coolsculpting to the bilateral upper abdomen, mid abdomen, and lower abdomen. Following treatment in 2016, the treated areas became visibly enlarged. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the upper abdomen and lower abdomen with paradoxical hyperplasia (ph).